Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient's implantable infusion pump and catheter for non-malignant pain. It was reported on (B)(6) 2016 that the patient was hospitalized for pain. The patient's pain was related to her medical condition. A contrast dye study was attempted, but was unaccomplished due to an inability to aspirate from the side port. The healthcare professional also noted that the catheter was planned to be replaced in the operating room. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.